Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced hyperglycemia with a highest continuous glucose monitor (cgm) reading of 280 mg/dl for approximately four hours after missing a lunch announcement while using a teflon inset infusion set placed on the abdomen and a libre 3+ cgm. Symptoms included elevated blood glucose without reported injury or need for medical intervention. Outcomes included self-management at home with correction dosing that returned glucose toward target, with no hospitalization. Investigation included customer care troubleshooting and education regarding missed meal announcement and appropriate corrective actions. Investigation of this case revealed no device malfunction and indicated user-related use error associated with a missed meal announcement, with infusion set and cgm functioning as intended. It was concluded, based on previously established findings for similar reports, that the cause was user error related to a missed meal announcement.